Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of 94 mg/dl on her blood glucose meter. The consumer did not feel that result was accurate, because she felt much lower than what the meter displayed. The consumer experienced a hypoglycemic event requiring emergent food intervention to raise her blood glucose level. During troubleshooting the integrity of the test strips was determined to be in range. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.